Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the driveshaft of the autopulse platform s/n (B)(4) was stiff, not rotating freely. No further information was provided. Patient use information was requested, but no additional information was provided. Therefore, patient use is unknown.

Manufacturer narrative:
Zoll became aware on (B)(6) 2021 that the complaint was already reported under ccr 53939 via MFR # 3010617000-2021-00403. Therefore, the submitted initial MDR on may 14, 2021 is no longer valid.